Manufacturer narrative:
(B)(6). Network issue and issue was resolved.

Event description:
The customer reported that on (B)(6) 2019 at approximately 15:00, the alarms were not going from the central station (pic ix) to the acsys monitor system. There was no adverse event or patient harm reported.